Manufacturer narrative:
Addition the device was returned to gore for evaluation. The device evaluation showed the device had been deployed off the catheter. A notch from the deployment line was seen at the leading olive stitch hole on one side. The deployment line was not returned for evaluation. The findings from the evaluation are consistent with the physician¿s observations. The cause for the device moving proximally during deployment could not be determined with the currently available information. The observation that the device appeared to not fully expand while it was being deployed was likely due to the deployment line had not yet fully unlaced from the leading olive and leading end of device. Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 4315.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2021, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg endoprosthesis was deployed and in place. While the physician attempted to cannulate the contralateral gate, the device migrated distally approximately 5mm which caused a proximal type I endoleak. The physician chose to implant an aortic extender endoprosthesis to treat the migration and endoleak. While the device was being deployed, it appeared not to fully expand (flower out). The device was ballooned and expanded. In addition, the device moved proximally during deployment and covered the right renal artery. Regardless of multiple attempts to pull down the device, it could not be adjusted during the procedure. The endoleak was resolved. The covered right renal artery was left covered. The patient tolerated the procedure.